Event description:
The patient reported a loss of therapeutic effect when stimulation was turned on; her symptoms had started that day. She felt tired and had experienced difficulty speaking or a loss of speech. The patient's status was undetermined and the cause was unknown. The patient was directed to report symptoms to the hcp. Additional information has been requested from the physician. Refer to MFR report # 600015320081700.

Manufacturer narrative:
.